Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that ever since implant she had been experiencing some memory loss where she did not remember the past few weeks. The patient did not remember the name of the manufacturer's representative and the patient would call her sister and start telling her something that she already discussed with her. The patient stated she did not know if this was related to her stimulator. However, she had never had this prior to the device implant. This occurred suddenly in (B)(6) 2016. The patient stated she did not know if she experienced a loss of therapy as a result of a fall. Relevant medical history included spinal pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.